Manufacturer narrative:
The device was subjected to electrical/mechanical function testing, enviromental stress testing, and connector dimensional analysis. Normal pacer operation was observed. The device is operating within new pacer specs.

Event description:
The device had no ventricular output.